Event description:
Additional information received by the account revealed that the patient complained of lightheadedness with the low flow alarms. The patient had no additional low flow alarms upon discharge, and the patient would continue to follow up outpatient as needed.

Manufacturer narrative:
Section h6: health effect - clinical code - diuresis. Manufacturer's investigation conclusion: the report of a malpositioned inflow cannula could not be confirmed through the evaluation of the submitted x-ray. Additionally, a direct correlation between the heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and the reported lightheadedness, and diuresis could not be conclusively established through this evaluation. The account submitted one chest x-ray for review. The x-ray was inconclusive for a malpositioned inflow cannula. The submitted log file contained data from 27dec2023 through 28dec2023. The file captured 58 intermittent low flow hazard alarms when the flow fell below the low flow threshold of 2.5 lpm to 2.2-2.4 lpm. No other notable alarms or events were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on the hm ii lvas, (B)(6) with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU) and the hm ii lvas patient handbook are currently available. Section 1 of the IFU lists adverse events that may be associated with the use of the hm ii lvas. This section also provides an explanation of all pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 4 also provides information on reviewing the event history on the system monitor. Section 6 "patient care and management" (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "postoperative patient care") also cautions: "physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated." Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 5 of the IFU, ¿surgical procedures¿ outlines considerations for pump placement and orientation and also provides instructions regarding the preparation, installation, and orientation of the sealed inflow conduit. Section 5 (under ¿inserting the sealed inflow conduit¿) states to ¿select the optimal sealed inflow conduit orientation at the ventricular apex. The following is critical in determining orientation: -the opening of the sealed inflow conduit should be directed toward the mitral valve and away from the intraventricular septum. -care must be taken to avoid excessive angulation of the sealed inflow conduit once the left ventricular assist device is in-situ. -the ideal orientation will anticipate that the dilated lv may shrink in size as its workload is assumed by the pump.¿ section 5 of the patient handbook, "alarms and troubleshooting", outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section h6: health effect - clinical code - diuresis no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted for frequent low flow alarms. Chest x-ray (cxr) was performed and revealed malposition of the inflow cannula with the cannula pointing to the anterior apical wall rather than towards the mitral valve. The physician suspected that the patient's recent diuresis made the patient volume depleted and more prone to suction events with position changes in the setting of the mispositioned inflow cannula. The patient received IV fluids and continued to have frequent low flow alarms. Log files were submitted for review and captured scattered low flow events, pump powers and pulsatility index (pi) values were stable over the course of the event log.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a malpositioned inflow cannula could not be confirmed through the evaluation of the submitted x-ray. The reported event of an outflow graft thrombus could not be confirmed through this evaluation as no imaging was submitted for review and no product was returned for investigation. Additionally, a direct correlation between the heartmate (hm) ii left ventricular assist system (lvas), serial number vad-59213, and the reported lightheadedness, and diuresis could not be conclusively established through this evaluation. The account submitted one chest x-ray for review. The x-ray was inconclusive for a malpositioned inflow cannula. The submitted log file contained data from (B)(6) 2023 through (B)(6) 2023. The file captured 58 intermittent low flow hazard alarms when the flow fell below the low flow threshold of 2.5 lpm to 2.2-2.4 lpm. No other notable alarms or events were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on the hm ii lvas, vad-59213. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) ii left ventricular assist system (lvas) instructions for use (IFU) and the hm ii lvas patient handbook are currently available. Section 1 of the IFU lists adverse events that may be associated with the use of the hm ii lvas. This section also provides an explanation of all pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 4 also provides information on reviewing the event history on the system monitor. Section 6 "patient care and management" (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "postoperative patient care") also cautions: "physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated." Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 5 of the IFU entitled ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Additionally, section 5 of the IFU, ¿surgical procedures¿ outlines considerations for pump placement and orientation and also provides instructions regarding the preparation, installation, and orientation of the sealed inflow conduit. Section 5 (under ¿inserting the sealed inflow conduit¿) states to ¿select the optimal sealed inflow conduit orientation at the ventricular apex. The following is critical in determining orientation: the opening of the sealed inflow conduit should be directed toward the mitral valve and away from the intraventricular septum. Care must be taken to avoid excessive angulation of the sealed inflow conduit once the left ventricular assist device is in-situ. The ideal orientation will anticipate that the dilated lv may shrink in size as its workload is assumed by the pump.¿ section 5 of the patient handbook, "alarms and troubleshooting", outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that a computed tomography angiography (cta) was performed on (B)(6) 2023. The cta revealed mural thrombus throughout the course of the outflow graft extending to the ascending aorta. The thrombus appeared greater in the interval with graft patency reduced to 50% luminal dimension of the graft near the aorta. Arterial contrast within the proximal graft shows a diameter of 15 millimeters compared with overall graft dimension of 30 millimeters.